Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp report that during preparation for a coronary artery bypass procedure, after loading the seal they opened the aortic cutter on the heartstring iii and it was observed that the needle was bent. A replacement device was used to complete the procedure. The hosp did not report any pt effects.